Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The battery reamer/drill device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had unintended system motion. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer/drill had a worn bearing, insufficient/low power, and unintended activation/motion. It was further determined that the device failed pretest for check for unintended motion and check the power with the test bench. It was noted in the service order that the power tool was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred on the 26th date of an unknown month in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.